Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 00:53:56. During night drain cycle 18, the patient's ultrafiltration reading was 1784 ml, indicating the home patient (hp) drained 1034 ml more than their maximum programmed fill volume of 1500 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was recieved for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. Homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. The cause was determined to be that the user had set the tidal total ultrafiltration removal too low. Should additional relevant information become available a supplemental report will be submitted.